Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The ipg appeared to be buried too deep. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.